Event description:
Caller states the use by date was missing from the comfort curve test strip vial. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.